Event description:
On 09/17/2009, the sales rep reported that the pt was implanted with an ipg in 2009. The pt developed an infection at the ipg site, which led to the scs system being explanted one month later. It was reported the infection was not product related, and that the patient did not keep the incision site clean. A culture was not performed. Since antibiotic therapy did not clear-up the infection, the pt was hospitalized, and treated with IV antibiotics. Then, the pt was placed on oral antibiotics when released from the hospital. The incision site is healing fine, and the infection is clearing. Ans has not received the device to perform an eval. If the product is returned to ans, a follow-up report will be submitted.

Manufacturer narrative:
Eval codes: device history record and sterilization records were reviewed, no anomalies were found. Results: all records reviewed were found to meet specifications. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.